Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the power supply was not delivering energy to the hemopro device. The cords were replaced; however, the power supply was still not delivering energy to the hemopro. The power supply was replaced and the procedure was completed. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).